Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had a small crack on the display window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized with diabetic ketoacidosis and a heart attack. The customer's blood glucose was over 1000 mg/dl at the time of the event. The caller reported stents were put in the customer's body. The caller reported the customer was hospitalized on (B)(6) 2017. The caller also reported the customer experienced renal failure and a pneumonia leading to the hospitalization. The customer was wearing the insulin pump at the time of event. The customer stated they have been treating their blood glucose with manual injections. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.